Manufacturer narrative:
A root cause could not be identified. Calibration and quality controls were acceptable. No general instrument problem, assay problem or handling problem was identified. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received a questionable intact human chorionic gonadotropin + ss-subunit (hcg+ss) result for one patient sample the first sample drawn on (B)(6) 2010 from the patient gave a result of 282 miu/ml. The second sample drawn on (B)(6) 2010 from the patient gave a result of 1.75 miu/ml. The third sample drawn on (B)(6) 2010 from the patient gave a result of 6054 miu/ml. The second sample was repeated and the result was 2985 miu/ml. The date of testing was not provided. The results of 282, 1.75 and 6054 miu/ml were reported outside the laboratory. The patient was not adversely affected. An extra ultrasound was performed on the patient. The patient's current condition was good. The lot number of the hcg+ss reagent was not provided.